Manufacturer narrative:
On 6/22/2021, it was reported to mentor that the patient was diagnosed with the left rupture, left capsular contracture baker grade IV, pain in breasts, general symptoms. The patient had undergone removal without replacement. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 13th 2021, mentor received a photo of the device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/22/2021, upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, this complaint has been identified as a duplicate of manufacturer¿s report number 1645337-2021-08014 and 1645337-2021-08011. This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this complaint file. In addition, it was reported to mentor via medwatch form mw510100 that the patient suffered several unexplained systemic symptoms, including fatigue, joint pain, muscle pain, dry skin, dry hair, hair loss, itchiness, gi issues, gallbladder removal, depression, anxiety, brain fog, vision problems, rashes, suicidal thoughts, and unwell feeling. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, bilateral capsular contracture, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 350cc and suffered from a bilateral rupture, bilateral capsular contracture, breast implant illness. As a result, the patient had undergone removal on (B)(6) 2021. This medwatch is for the left side.

Manufacturer narrative:
On 7/5/2021, it was reported to mentor that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).